Manufacturer narrative:
We were notified that this was the incorrect serial number and there is no complaint on this serial number. Closing this case. -

Event description:
After an implantation period of approx. 57 months, it was reported that the device shows the eri status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.